Event description:
On 11/08/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-7300obt oval burr shaver blade bent and broke during the procedure. The blade bent when it was in the medial portion of the trapezius. The technique was carried out correctly. No fragments remained inside the patient. This occurred during use. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.